Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported constant downstream occlusion. Downstream occlusion alarms were found through a review of the event history log however, it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion error. There was no patient involvement. No additional information is available.